Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown femoral stem. It was noted that the device is not available for evaluation due to hospital policy. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Hospital policy.

Event description:
It was reported that the patients right knee was revised due to a fall. The femoral stem went through the femur. Additional devices removed: qty 2 unknown femoral bushings. Qty 1 unknown axel.